Manufacturer narrative:
Patient¿s date of birth/age and weight are not provided for reporting. Date of post-operative infection development is unknown. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with one (1) locking compression plate (lcp) one-third tubular plate, three (3) 3.5mm cortex screw 12 mm, two (2) 4.0mm cancellous bone screw and two (2) 3.5mm cortex screw 45mm on (B)(6) 2017 to treat ankle fracture. Postoperatively, the patient suffered from staph infection (staphylococcus aureus). Patient experienced the pain. Implant removal surgery was performed on (B)(6) 2017. This report is for one (1) 3.5mm cortex screw self-tapping 45mm. This is report 7 of 8 for complaint (B)(4).